Event description:
On 01/14/2025, a sales representative reported, via (B)(4), that an ar-9831 apollorf i90, aspirating ablator, 90° had the plate of the ablator break off at the tip. The surgeon was cauterizing tissue inside the glenohumeral joint space. They realized this before the piece completely fell off the device. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including the use of an rf probe as a lever to enlarge the surgical site or gain access to tissue. The complaint allegation was confirmed based on the customer's attached picture, which shows the device displayed with the tip detached.